Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The product was manufactured on 08/12/2014 and 8/20/2014. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. (B)(4) cases with (B)(4) unused samples (lot number 422583064x and 421883564x) were received for evaluation. The reported incident was confirmed. Visual inspection in accordance to procedure was conducted. According to the investigation, the most likely root cause indicates that the failure mode could occur during the manufacturing process. It was determined that the excess of silicon could be occurring by double application of the silicon during the syringe reprint process (rework). The printing and silicone process is simultaneous during the normal assembly process; and the probable root cause for the black specks could have originated due to the lack of adequate cleaning on the printing line. As a containment action, a quality alert was posted in the line to notify the operators about the condition reported. As a corrective /preventive action, the procedure was updated; the cleaning of the printer machine was added to the training list of the technician and group leader. The process will be updated to include the instruction for the re-work process of the printed syringes and specify the deactivation of the silicon applicator when the syringe will be reprinted to avoid excess silicon. In addition, instructions will be added to the station noting it will be free of ink residue after start of production. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a luer lock syringe. The customer reports oil on the piston and they have black specks inside which mixes with the medication.